Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. Therefore the reported device was not sent to brézins for investigation as repairs were carried out locally. Motor position sensor was replaced but with no other evidences to confirm the origin of the defect the root cause of this issue cannot be identified. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The estimated risk compared to the reported risk is lower. For this issue as per our local procedure, we initiated no action.

Event description:
Error 01-001 (motor rotation); replaced motor rotaton sensor.